Event description:
It was reported that the implantable cardiac monitor exhibited backup operation during the implant procedure. After a firmware download, the device resumed normal function. The device was explanted and replaced with a pulse generator on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.